Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display. Unable to download or perform the displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, force sensor, motor and vibrator. The following were noted during visual inspection: cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged blank display confirmed. Exposed to moisture confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to fluid and fluid under lcd display. Also, customer reported that the insulin pump got wet and it started getting out so customer took the battery out and there was still condensation in the screen. It was indicated that the insulin pump was not dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.